Event description:
It was reported that during a laparoscopic cholecystectomy, procedure the device was leaking pneumo where the housing and the cannula snap together. They continued the procedure using the device by taping the housing and cannula together with steri strips. The case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.